Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Insulin pump unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the back of the battery compartment going to the belt clip railing all the way down was cracked. The customer reported that there was no physical damage to the reservoir lip ring. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.